Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: va11d18, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient tried adjusting stimulation higher due to them shaking, but could not as of two weeks prior to date notified. As a result the patient went to see their healthcare professional (hcp) on (B)(6) who did an x-ray and confirmed the lead is kinked with therapy turned off. Follow up with the hcp is to be conducted to discuss replacement options. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Medical devices: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type extension.

Event description:
Additional information was received. The rep reported they had a surgery to explore the integrity of the system, which resulted in discovery that the patient repeatedly flipper their implantable neurostimulator (ins) in the pocket and twisted the extension to the point where the lead/extension connection was pulled down to the lateral left neck area. The doctor evaluated the lead and found it was no longer viable. The distal part of the lead was cut off, the extension was cut at the ins and removed, and the ins was left in place. The patient was scheduled to have a lead and extension revision today. No further complications are anticipated.

Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that they were at a case for a potential extension revision. Impedance measurements were taken which showed monopolar pairs between 34,000 and 37,000 ohms, with bipolar pairs between 3,800 and 8,500 ohms. It was stated that the patient complained of a horrible sensation with stimulation, electrical surges, loss of therapeutic benefit, and issues with their left hand as of 2 weeks prior to date notified. The healthcare professional (hcp) attempted to make programming changes prior to the revision with no resolution of the issue. The rep is to go to the case on date notified and follow-up with outcomes. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient's symptoms were all resolved.